Event description:
A report was received that the patient underwent an unknown procedure wherein the lead was returned for unknown reason.

Manufacturer narrative:
Additional information was received that the returned lead was opened unintentionally and was never used.

Event description:
A report was received that the patient underwent an unknown procedure wherein the lead was returned for unknown reason.